Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information provided, the reported balloon rupture appears to be due to case circumstances as the device quite possibly interacted with the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery with moderate calcification. A 2.5 x 80 mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion. However, the balloon ruptured during the first inflation at 8 atmospheres. The bdc was then removed and replaced with an unspecified device. The target lesion was successfully treated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.